Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. Due to external factors, the control section, the cover of the remote switch 1, and the grip unit were scratched. The light guide connector was scratched due to an external factor. Dirt that was difficult to remove had adhered to the universal cord due to insufficient cleaning. The universal cord and the surface of light guide cover glass was scratched due to external factors. The video connector was cracked and scratched due to external factors. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, there is possibility that the reported event was caused by breakage of the ccd, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that an error message stating "please remove deposits" was displayed on the monitor screen. The exact error message displayed on the monitor screen was unknown. The user facility also reported that the first time the device was used after it was repaired in march, the reported error occurred. There was no report of patient injury associated with the event.